Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported that during set up of a procedure, the cassette leaked. There was no patient contact. The product was replaced and the procedure was completed.

Manufacturer narrative:
Additional information has been provided. The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. A sample was not returned for this complaint report; visual inspection or functional testing could not be conducted in order to establish the failure mode and location of the leakage. Possible sources of the leak could have originated from the drain bag, connectors, tubing, or the cassette, however, without the sample we are unable to confirm this. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The manufacturer internal reference number is: (B)(4).